Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose had been running low. The customer was at a dog park in the morning and had a blood glucose reading of 50 mg/dl. The customer treated with glucose tablets. The customer declined troubleshooting.